Event description:
It was reported that the user was performing a declot on a graft, when the rubber tip separated from the fragmentation basket. The rubber tip was retrieved from the graft without any complications.